Event description:
It was reported that the patient underwent a neuro procedure during which the physician accidentally punctured the reservoir; therefore, the component was removed. Some months later, a surgical intervention was performed to replace all the components. There were no patient complications reported.